Event description:
It was reported that there was a gap at the junction of the external short tube and the knob of the minicap transfer set; further described as ¿cannot fit tightly.¿ this was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 & h11. H11: the actual device was not available; however, two (2) photographs of the sample and one (1) companion sample were provided for evaluation. The photographs were reviewed and did not show a separation between the main body and twist clamp. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed on the companion sample and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.